Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, upon device interrogation non-sustained rv oversensing and was suspected to be due to myopotential oversensing. Patient did not receive any inappropriate therapy due to the oversensing. Myopotential oversensing was not observed during the device follow up. Device and leads tested normal and all values were within range. No programming changes were made and physician will review the strips. Patient was stable and will continue to be monitored with routine follow up.

Event description:
New information received. Physician reviewed the strips. No programming changes were made. Patient was stable and will be routinely followed up.